Manufacturer narrative:
This rv lead remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shock impedance measurements during implant, and shortly after implant. Recommendation was given to measure the shock impedance in different shock vector configurations. Oor shock impedance measurements were observed in rv to right atrial (ra) coil, but when programmed to single coil (rv coil to can) the shock impedance measurement was 57 ohms. It was stated that a boston scientific representative was not present during the replacement procedure. Explanation of the test result was given: the proximal coil (rv coil) was not connected properly or there was a fracture of the high voltage (hv) wire of the rv coil. The hv-wire of the rv coil shows a normal value, and seemed to be intact. Since this shock configuration vector was not tested, the recommendation was given to do a ventricular fibrillation (vf) conversion test in this configuration. The device was reprogrammed to a single coil shock path configuration. This configuration was tested with a low energy and a hight energy shock. Both tests had a shock impedance of 57 ohms. A revision of the rv defibrillation lead was discussed, but the decision was made to not go invasive even though the proximal coil has a broken high voltage wire, or the set screw is not tightened well. There were no adverse patient effects reported.